Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during incoming testing, however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. Several interconnection flex cables were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 122", "pacer fault 123", and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.